Event description:
It was reported that a symptomatic patient presented in emergency after receiving inappropriate high voltage therapy due to post sensed t wave oversensing. The devices were reprogrammed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents as enhancement to the reporting criteria going forward.